Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the tampons came with no strength at all, they were opening in the middle. No injury was reported.